Manufacturer narrative:
Evaluation completed. One silver-colored needle tip with teal-colored threads and a greenish-colored irrigation sleeve were returned in an unknown sterilization pouch. The original packaging was not returned. The number of uses and cleaning cycles for this needle cannot be determined. A visual inspection found the needle and irrigation sleeve dirty with dried solutions and particulates all over, and the needle was broken into two pieces. The hub section was loose in the pouch. The shaft section of the broken needle remained inserted into the tip of the irrigation sleeve. A microscopic examination found that the hub flats were marred, scratched, and dinged with material missing. There was marring, scratches, dings, chips, gouges, and missing material from the tip, and from the flutes/ribs on the sides of the shaft. The needle had jagged edges at the broken location. The needle looked well used. This sample was sent to the vendor for an additional evaluation. The investigation is ongoing.

Manufacturer narrative:
The supplier's investigation determined that the specimen presented a low cycle, cyclic bending fatigue overload fracture 1.28 to 1.30cm from the distal tip. The specimen also presented tool marks on the wrench flats and on the fluted shaft, and witness impressions at the distal tip. The distribution of the damage appeared consistent with multiple uses of the specimen device. The specimen did not present any indication of a manufacturing defect. The investigation was unable to confirm that the product did not meet specifications prior to shipment. The investigation concluded that the product met specifications at the time of shipment. A review of the device history records of the specimen device did not present any indication of a manufacturing defect or anomaly that could have impacted the event as reported. During manufacturing and packaging of this product, the operators were instructed to 100% visually inspected for any obvious defect prior to shipment. The history records indicate this product was final inspection tested and was determined to be acceptable. It is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appears that handling factors have contributed to the event as reported. Therefore, the root cause is unknown/inconclusive. The lot history, trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The product was not returned for evaluation. The directions for use manual states the following per page 5 of artwork 4027006 rev. 1, ¿caution. Prior to each use, the needle must be examined under a microscope for any pitting, rough spots, cracks, or bends. If any of these conditions exist, the needle should be disposed of properly.¿ the vendor has reviewed the device history records relative to the manufacturing, inspection, and packaging of this lot. The records indicate this product was final inspection tested, and was determined to be acceptable. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in (B)(6) reported that the phaco needle broke during the operation. There was no patient impact reported. The surgical procedure was not prolonged. The patient has no impairment after the operation. There is no need for another operation. The needle was sterilized 8 times, and had contact with the patient.